Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this right ventricular (rv) lead was reported to have microdislodged causing sensing issues. A surgical intervention was performed and this lead was explanted and replaced. Additional information indicated that during the patient's routine follow up check, the intrinsic r-wave amplitude were noted to have dropped from more than 25 millivolts (mv) to 2mv and loss of rv capture was noted as well. All other measurements were within normal limits. No additional adverse patient effects were reported.